Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited missing adhesive from the ultrasound probe edge. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results from the legal manufacturer's final investigation. Upon further review, it was determined that the subject device is an ultrasonic endoscope that does not contain a transducer. The missing adhesive at the distal end was attributed to improper storage conditions, which resulted in deterioration and damage to the adhesive component. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.